Event description:
The reporter stated that she had done back to back blood glucose tests with results of 143, 133, 127 and 97 mg/dl. Tests were within 10 minutes, using different fingersticks. She stated that she did not have any symptoms. The reporter did not have control solution available for testing.